Event description:
The pt reportedly developed redness over the implant site. The pt was prescribed with duraderm to be applied under the headpiece, over the implant site. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.